Event description:
Customer stated, "the oncologist hematologist states that it is difficult to release the bone marrow after she has extracted it from the bone marrow. In one bone marrow procedure, the doctor stuck herself with the needle attempting to get the bone marrow out for the lab."

Manufacturer narrative:
A complaint sample was not provided for eval; therefore, we are unable to determine the exact cause for the issue reported. A lot number was not reported; therefore, a device history review could not be performed. Improvements to this product have been made to the mfg process of the biopsy needle to minimize the reoccurrence of the super retention failure mode. These improvements included a narrowing of certain mfg specifications with regards to the grinding and forming operation of the needle. Since a lot number was not provided, we are unable to determine if this device was produced with these product improvements. A review of applicable mfg procedures did not identify any issues with the current mfg process that may have contributed to the reported failure mode.